Event description:
In 2005, the destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a pump-pocket infection, it was decided by surgeon to take the pt to the or for a pump exchange. The pt remains stable and on lvad support. The hosp is sending the explanted pump back to the manufacturer for analysis.